Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this issue. Monitoring for similar complaints will continue.

Event description:
It was reported that a leak was identified on the three-way plastic stopcock. There was no patient involvement as the event occurred prior to patient contact.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that prior to patient contact for an unspecified procedure, involving a three-way plastic stopcock, a leak was discovered. Leak was discovered prior to patient contact therefore no section of the device remained inside of the patient's body. The patient did not require any additional procedures due to this occurrence. The occurrence did not cause or contribute to the need for additional procedures.